Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive power button. A review of the device history record for sn (B)(4) was performed from 01/10/2018 to 09/03/2020 and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board . Also, there were no production failures indicated on the source device.

Event description:
Customer reported a keypad failure. Npi.